Manufacturer narrative:
Additional manufacturer narrative: the device was returned to nihon kohden, evaluated, and the reported issue could not be confirmed. No malfunction was found. The device was tested and burned in for 7 days. Did not see any intermittent communication loss. Completed all steps in the maintenance check sheet per service manual. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
Imp ref#: (B)(4).

Manufacturer narrative:
The customer central monitoring station was evaluated, but we could not duplicate their issue. We notified the customer that we could no duplicate the issue. Also, although initial troubleshooting indicated that the central station appeared to be the issue, after additional troubleshooting and once the central station was removed from service and it was discovered that a network switch was the cause of the communication loss. We have requested for the failed network switch to be sent to us for evaluation. See scanned pages.